Event description:
It was reported that this atrial lead was fractured. In the bipolar configuration impedance was greater than 3,000 ohms and signal noise was present. The patient did not tolerate unipolar programming very well due to pectoral stimulation and the pacemaker was programmed to vddr 50. The atrial lead remains implanted as the patient had blocked veins on both the left and right sides and required minimal atrial pacing. No adverse patient effects were reported.